Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a remote follow-up, episodes of non-sustained oversensing were noted on the right ventricular (rv) lead. The patient presented in clinic and fluoroscopy revealed externalized conductors on the rv lead. All electrical parameters were stable and in range. The rv pacing was deactivated as the patient was not pacemaker dependent. A rv lead revision is anticipated. The patient was stable with no adverse consequences reported.

Event description:
Additional information was received indicating that episodes of noise were noted on the right ventricular channel. No additional intervention has been performed at this time and the patient was stable.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the noise.